Event description:
Per foreign therapeutic goods administration device incident report: "contact lens contaminated after swimming in tropical waters. Resultant corneal pannus/ulcer now healed. Superficial examination of contact lens suggests fungal growth." The agency was not able to provide any further information.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been returned to the manufacturer. The lot number was not provided, therefore, retention sample testing and batch record review have not been conducted. This report mailed in to FDA on: 08/31/2007.